Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a loss of therapeutic effect a couple of days after having a car accident on (B) (6) and being jarred. The patient needed to go to the bathroom more frequently. Additional information was requested.